Event description:
The pt received an scs system on (B)(6) 2010. It was reported that the pt could not feel stimulation on his right area during programming. Lead diagnostic reviewed one invalid contact and the rest of the contacts were either low or normal. Representative was able to program around invalid contacts to establish stimulation. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.